Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl cause was not known. A correction bolus and manual injection were delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.